Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent and a vela suprarenal extension. A possible type 1b endoleak was reported by the physician on (B)(6) 2017. A secondary procedure (intervention) is scheduled for a future date in (B)(6) 2017. As of date, no additional patient sequelae has been reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was only able to find substantial evidence to support the following reported event of type 2 endoleak. Clinical was unable to find substantial evidence to support the following reported event of a secondary procedure being performed due to lack of medical records. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. There was no device related issue identified. There was a procedure related type ii endoleak of the inferior mesenteric and/or lumbar which is a cautionary product use condition. No other off-label, user-related, anatomy-related issues were identified. No procedure related harms could be ascertained due to the lack of medical information surrounding the initial implant and the surveillance procedures. Reportedly, there was a planned coiling intervention, but there was no evidence that this procedure occurred. The final patient disposition was not known; there were no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2017, an angiogram confirmed that the endoleak was a type 2 and not a type 1b as originally reported. It was reported that the patient would be having a secondary procedure but due to lack of medical records were are unable to confirm if this secondary procedure has occurred.